Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with the buttons on the insulin pump. Customer's blood glucose was 165 mg/dl. Customer already tried to restart the pump by removing the battery for 24 hours but the issue was not resolved. Customer confirmed that they have a back-up plan.